Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent occipito thoracic posterior fixation surgery at o-th4 due to cerebral palsy. Post-op, posterior fixation was performed at o-th4 using hybrid of vertex select and solera5.5. After the operation, around c1 level, rod breakage occurred to the left side, and on the right side, the set screw and the rod backed out. It was planned to perform a revision surgery (it was planned to remove all of the set screws and rods (titanium alloy) and to place new rods (cobalt chrome alloy)) on march 31th but revision surgery has been postponed, and the date of surgery has not yet been determined. No health damage in the patient was reported.